Manufacturer narrative:
The analysis revealed multiple abrasion marks along the lead body. In particular approx. 38 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region, the insulation and the coating of the conductor cable to the ring electrode were damaged. The conductor cable to the shock coil was found fractured. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation and deformations of the shock coil were detected which most likely occurred during the extraction procedure. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragment. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 60 months, oversensing in the ventricular channel was reported.